Event description:
The clear hemostasis valve was unscrewed from the sheath hub and bleeding was noted around the hemostasis valve. Event complications: unk - reported 11/25/96. Pt's current status: unk - rpt'd 11/25/96.